Event description:
Proximal diagonal lesion was easily wired and stented without difficulty. Upon withdrawal, the wire was noted to be fractured. Fluoroscopy confirmed the tip of the wire remained within a very small side-branch. No intervention was attempted or anticipated. Pt asymptomatic.